Event description:
Physician notes indicate that an umbilical arterial catheter was placed the day before to continuously monitor blood pressure and draw arterial blood gases. Because the large port of the umbilical arterial catheter stopped functioning early in the morning following placement, an order was placed to discontinue the uac. While the nurse was attempting to remove the uac, the catheter split in two at the suture line with 18 cm of catheter remaining in the infant. The physician attempted to visualize and remove the catheter portion that remains in the infant but was unsuccessful. The infant was transferred to all children's hospital and it is the reporting facility's understanding that the remainder of the uac was removed without surgery and that the infant is ok related to this event.